Event description:
It was reported that the patient had pseudomonas infection diagnosed. The implantable cardioverter defibrillator and the leads were explanted. The patient was asymptomatic before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.